Event description:
It was reported that the pt noticed a change in her skin since (B)(6) 2012. It was noticed that her skin appeared blotchy on her neck, chest, back and legs. The pt states the more she uses her stimulation, the more pronounced it becomes. It is reported that the pt has an extensive list of allergies and it is suspected by the physician that she potentially had a reaction from something during surgery. The pt was treated with zyrtec and is working with her physician to determine the next course of action.

Manufacturer narrative:
(B)(4) has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. (B)(4) defers to the pt's physician regarding medical history.